Event description:
It was reported, the colonovideoscope cleaning brush gets caught. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the following: radio frequency identification production labels had scratches; brush passage channel was clogged; leak from connector protector boot; channel clogged, unable to push it out using brush or forceps; control knob movement had upwards/downwards play, and it was loose right/left; distal end plastic cover had minor dents; objective lens had minor chips; light guide lens had x1 crack / x2 worn glue and minor edge chips; bending section cover or distal sheath rubber had crack on the insertion tube and distal end cover; 15a to replace bent ceiling plate / missing red color rings and scope connector had boot leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material was not removed since the reprocessing was not conducted properly due to leakage from connector protector. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection". IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.